Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit powering on and off by itself. No patient involvement reported.

Manufacturer narrative:
The customer returned front bezel was installed in an fi ventilator. The ventilator could be started up and shut down repeatedly using the power button. No shutdown or other error occurred when the ventilator was run for 3 hours. No failure was found.